Event description:
It was reported that upon interrogation, non-sustained rv oversensing noise episodes were observed. The egm's revealed ventricular undersensing. Programming changes were made. Patient will return for follow-up. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.